Event description:
It was reported that cause of death was gunshot wound to head.

Event description:
Additional information received reported that the patient took his own life. It was reported that the records of the patient's doctor indicated that the patient had one device implanted in 1996 and another on (B)(6) 2002. It was unclear when the patient's device was implanted. The reporter stated that the doctor last saw the patient in (B)(6) 2011 and the patient "had the device off for years." It was reported that when the doctor first met the patient, the patient was "wacky as a fruitcake" and on "tons of medications." The reporter stated that the patient's wife had breast cancer, and the doctor felt that was why the patient took his own life and it was not related to the device, as the device was off.

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID, 3389-40 lot# j0204946v, implanted: 2002 (B)(6), product type lead. (B)(4). Analysis of the implantable neurostimulator (ins) found it was functionally ok with insignificant anomalies. Analysis of the extension found it was cut through and returned in segments.